Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect magnesium results. Sample ID (B)(6) generated one elevated result of 7.4 mg/dl and multiple lower results of 1.9, 2.6 and 2.1 mg/dl. No adverse impact to patient management was reported.

Manufacturer narrative:
An abbott field service representative inspected the analyzer and found the internal probe wash bellows were leaking and the cuvette wipers were warn. To resolve the issue the bellows and cuvette wiper were replaced, which were identified to be the likely causes. The service history for the architect serial (B)(4) identified no additional contributing factors and no subsequent issues have been reported. A review of historical data for the bellows and cuvette wiper did not identify any adverse trends or systemic issues. A review of architect clinical chemistry systems tracking and trending data in the product monitoring review revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The architect csystems erratic result rates were also within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c4000 analyzer was identified.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from clinical chemistry magnesium, list number 07d70-21, abbott manufacturing inc. To architect c4000 analyzer, list number 02p24-40, abbott manufacturing inc. Subsequently the following sections in d suspect mdical device have been corrected: brand name: architect c4000 analyzer; common device name: automated chemistry analyzer; product code: (B)(4). Concomitant medical products and therapy dates: architect magnesium, list 07d70-21, lot 78493un18.